Manufacturer narrative:
This is one of two manufacturer reports being submitted for this article. Please reference related manufacturer report no: (B)(4) applicable to the patient death.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest in addition to the procedure itself, patient factors (advanced age - (B)(6) years) may have contributed to the initial left ventricular apex bleeding and subsequent apex repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this article. Reference for article: christian salbach, gregor warnecke, evangelos giannitsis, tim christian kuhn, late ventricular apical pseudoaneurysm with subcutaneous abscess formation after transapical aortic valve implantation, european heart journal - case reports, volume 5, issue 6, june 2021, ytab230, https://doi.org/10.1093/ehjcr/ytab230.

Event description:
As reported by our affiliate in germany and through an article, 'late ventricular apical pseudoaneurysm with subcutaneous abscess formation after transapical aortic valve implantation', a case of an (B)(6) year-old male with a history of transapical aortic valve implantation (23mm sapien 3) 4 years earlier was presented. At the time of the tavr procedure, intraoperative left ventricular apex bleeding occurred. The bleeding was treated by reinforcing the apex with felt strips. Per the article, 4 years post tavr, the patient was referred to the chest pain unit because of a pulsatile mass in the left thoracic region, that was detected 2 weeks prior. The physical examination was normal. After doing a CT, the team concluded that the patient was suffering a septic left ventricular pseudoaneurysm and urgent cardiac surgery was performed to drain and resect the abscess formation. The patient expired during surgery due to cardiogenic and septic shock.